Event description:
It was reported that the surgeon is experiencing difficulty removing the drill sleeve that plugs into the glenoid. No patient injury has been incurred; however, he feels the glenoid may fracture in the future.

Manufacturer narrative:
This report will be amended when our investigation is complete.